Event description:
Event description guidant received information that this left ventricular lead (4512) became fractured after one year of service. The lead was explanted and returned for analysis. Additionally, the physician attempted to replace the 4512 lead with this 4517 left ventricular lead, however it was unable to be successfully implanted.